Event description:
A pump malfunction with error code malf 16 was reported by the customer, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer on using a different insulin therapy method temporarily.